Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was not detected on the bus. A field service engineer (fse) found that the half-height cubie drawer 4.1 on the auxiliary cabinet was failing with cubie pockets and showed error message as read write error. The fse reseated the row boards, inspected the clean cable and ribbon cable, replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie pocket was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, but there was a medication delay since the user managed to get the medicines from pharmacy. However, there were no adverse events or injuries reported due to this event.